Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint of leaking fluid could not be duplicated. A sample of black material found on the handle and cannula is being analyzed. The motor was replaced on the device and returned to the customer. This report will be updated if the investigation requires.

Event description:
It was reported that the device was leaking a substance that looked like blood. This occurred during the decontamination process. There was no pt involvement and no adverse consequences.